Event description:
The clinic reported smoke coming out of the filter of machine at the start of set up. The machine was not used for any procedure. The machine was taken out of service until it was serviced by an amo tech. No pt injury was reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service tech at the customer's location. The tech indicated the unit would not start up and replaced the max drive board. The tech noted there was balance salt solution inside of machine which may have contributed to the event. The tech calibrated vacuum settings and the unit passed prime and tune process. The machine operates to amo specs. No add'l info was provided.